Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the returned condition indicated the guide was intact, inconsistent with the reported experience. The suture, link, posterior needle tip, and both cuffs were not returned with the device, which limited the scope of the investigation. Inspection of the device indicated that the anterior cuff-to-needle tip detachment occurred while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors for the anterior cuff-to-needle tip detachment during the suture retrieval process include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Because the suture and link were not returned, it could not be determined if they were dragged through the device while retracting the needle plunger, which could have contributed to cuff-to-needle tip detachment. It could not be determined if the anterior cuff was captured within the suture knot, which could have caused the anterior cuff to detach from the needle tip. There was no indication that the suture or link was dragged through the suture bearing during the needle plunger retraction, which could have contributed to cuff-to-needle tip detachment. Every suture is inspected for proper assembly during manufacturing and every link assembly is inspected and tested for proper assembly during manufacturing. Every cuff is inspected and tested for proper assembly during manufacturing. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported, which could have caused or contributed to resistance during the needle plunger retraction. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the anterior cuff to detach from the needle tip. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using the proglide device after coronary stenting procedure. Reportedly, when the plunger was removed from the device the device separated at the guide. The vessel was re-wired, the proglide device was removed and a 7fr sheath was placed. The sheath was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.